Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection confirmed that the header had lifted from the device case. Scratches were noted on the device case and the case was swollen. The device had no telemetry or output. The device case was opened, and internal visual inspection noted the battery was swollen. This is normal for a depleted battery. An external power source was connected to the device and the firmware was reloaded onto the device. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The no telemetry condition was caused by a depleted battery; analysis confirmed the battery depleted normally. The loosened header was due to an insufficient bond between the medical adhesive and the titanium casing. Manufacturing enhancements were implemented in 2003 to make this bond more robust.

Event description:
It was reported that this pacemaker device was unable to be interrogated during a revision procedure. The physician reported that the connection between the device can and the header was loose. A new device was implanted. No adverse patient effects were reported.

Manufacturer narrative:
This device has been returned, and analysis is pending. Once analysis is completed, and updated report will be submitted.

Event description:
It was reported that this pacemaker device was unable to be interrogated during a revision procedure. The physician reported that the connection between the device can and the header was loose. A new device was implanted. No adverse patient effects were reported.